Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface was down. A technical support specialist dialed into the server and ran all received message and server downtime queries, confirming that all processing times were current. Services were verified to be running, and messages were successfully crossing over. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had possible interface down. New patients were not populated to the device and new orders not shown after pharmacy entry. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.